Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had been dropped. Customer's blood glucose was 128 mg/dl. Customer stated that she was trying to connect her sensor to the insulin pump. Customer stated that the infusion set does not show signs of damage. Customer stated that the pump is cracked near the lcd screen. Customer also reported that she had a compromised force sensor system alarm on the insulin pump. Customer was advised that the pump will need to be replaced due to the pump damage. Customer was advised to discontinue use of the pump and to revert to a back-up plan.